Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The identified "no audio" was confirmed and reproduced during evaluation. The lack of audio was caused by a loose connection on the back flex. The back flex was secured to correct this condition.

Event description:
During baxter's functionality testing, it was found that a spectrum pump had no audio. There was no pt involvement.